Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet insulin pump, resulting in a broken and unusable display screen, after which the user reverted to backup therapy and continued using a dexcom g7 cgm with a provided pairing code. Symptoms included no injury and no reported adverse clinical effects, and blood glucose values were reported as unaffected. Outcomes included replacement of the device and arrangements for return of the damaged unit. Investigation included device history review, complaint history review, and assessment based on user report. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no evidence of device malfunction prior to the drop. It was concluded that the event was due to accidental damage rather than a product performance failure, and the device function could not be assessed further due to the damaged screen.